Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call intermittent response by button on the insulin pump. Customer stated pump has not been dropped or exposed to moisture. Customer was advised to discontinue use of the pump and revert to a backup plan. Customer was also advised that the device would be replaced and agreed to return the product for the analysis.